Event description:
It was reported that during a da vinci-assisted simple prostatectomy surgical procedure, the customer called in to state that there was a piece that was slipping off where the serial number was. The customer added something that broke with the case. There was no report of patient injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information, however, no further details have been received as of the date of this report.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The 0-degree endoscope was analyzed, and the endoscope had a dislodged retaining ring. Additional investigation found the endoscope to have the lens detached and cable integrity damage on zone a.